Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that system resulted in incomplete flap as patient wore a contact lens in surgery and later treatment procedure converted to photorefractive keratectomy due to contact lens in the left eye of the patient during lasik surgery.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11 a review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Laser was successfully verified prior to surgery date. Most recent technical site visit confirmed device met specifications as per service installation record. Based on the provided information root cause is patient condition related and as a second root cause user handling can be identified. User should make sure patient is not wearing contact lenses before surgery. The manufacturer internal reference number is: (B)(4).